Manufacturer narrative:
The consumer has sued conair corporation over this alleged situation. As such, add'l details regarding the event have not provided. Conair corporation will provide add'l info upon receipt of details from the consumer and/or his attorney.

Event description:
Consumer claims that he suffered a burn when the heating pad suddenly caught fire.